Event description:
It was reported that in preparation for a drug eluting stenting procedure, a shaft break occurred. When the taxus liberte 20 x 3.00mm stent was unpacked, the shaft broke. The procedure was completed with an unspecified device. No patient injuries or complications were reported. The patient's current condition is reported as "good."

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 48.3 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. There was no evidence that this device had been prepped for use. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Device analysis could not conclusively determine the cause of the reported break.